Event description:
Japan agent alliance registry. It was reported that patient death occurred. The 75% stenosed target lesion was located in the non-tortuous and severely calcified mid right coronary artery (rca). On (B)(6) 2024, the rca was treated with a 3.50 mm x 15.00 mm agent dcb. On (B)(6) 2024, the patient was discharged. Subsequently, the patient developed heart failure and received treatment, but on (B)(6) 2024, the patient suddenly went into cardiac arrest. Cardiopulmonary resuscitation was performed, and the heart rhythm was restored. However, the family did not wish for further invasive treatment. On (B)(6) 2024, the patient experienced another cardiac arrest and passed away, resulting in discharge due to death.